Event description:
A us distributor contacted zoll to report that the patient developed an skin tear from the ucor hfams patch. Patient described the area as a very small skin tear with broken skin that stings, with no indication of bleeding or oozing. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended temporary removal of the patch due to the skin irritation. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.